Event description:
A complaint of an explant due to a pocket infection was received. The results of the cultures were inconclusive. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned, as it was discarded by the medical facility.